Event description:
A severely calcified lesion in the mid-circumflex coronary artery was pre-dilated with a 2.0mm diameter ptca balloon. A s7 stent was inserted but was unsuccessful in crossing the target lesion due to an acute bend in the vessel and calcification. The s7 stent delivery system was removed from the pt. A 3.0mm diameter by 9mm length s7 stent delivery system was then inserted into the circumflex coronary artery. During insertion, it was noted under fluoroscopy that the stent had dislodged from the delivery balloon. It was also noted at that time that the first s7 stent had dislodged in the acute bend of the artery and was "hung up" on calcium. There were no attempts to snare the undeployed stents, however, surgery was recommended. The pt declined surgery. There was no further reported treatment of the target lesion. The pt was reported fine post procedure and there is no addl clinical sequelae reported related to the event. The vessel tortuosity and severe calcification likely contributed to the dislodgement of the stent from the delivery balloon. The instructions for use were not performed for 1:1 pre-dilatation of the severely calcified lesion. Separate medwatch reports have been submitted for each device involved in this event.